Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4) is aviva; (B)(4) is nano.

Event description:
Caller reported blood glucose results of 320 mg/dl and 285 on aviva system, 80 or 90 mg/dl on nano system within 10 minutes. No adverse event was reported. Strips are not available for return.